Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pacemaker implant procedure, the physician found that there was dry blood on the new pacemaker after opening the package. The physician used a different device to complete the procedure. There were no consequences to the patient.

Manufacturer narrative:
The complaint of dry blood on the pacemaker was confirmed in the laboratory. Foreign substance was observed on the back of the device can. The substance was found in one area in a circular shape with the color not normally found on a new device. Infrared spectroscopy was performed found that the stain was due to blood or blood plasma. A manufacturing anomaly may have occurred that resulted in blood on the device can.